Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined reported condition that the battery reamer device would not turn the attachment device when engaged was not confirmed. However, during repair it was observed that the device failed pretest for check trigger and ecu (electric control unit) function and trigger test. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery reamer device would not turn the attachment device when engaged. During in-house engineering evaluation, it was determined that the gearbox, trigger and sleeve were corroded and the motor made unusual noise. The device also failed pretest for check trigger and ecu (electric control unit) function and trigger test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.